Event description:
The customer returned the visera elite xenon light source device based an unspecified allegation from third party repair. During the device evaluation, the following reportable malfunction was found: corrosion on scope socket. There were no reports of patient harm. This medical device report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to corrosion found, device evaluation found a scratch and dust on optical lens, scratch and dust on lens filter. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that the cause of the event was due to corrosion on the scope socket. However, the specific root cause of the corrosion could not be determined at this time. Olympus will continue to monitor field performance for this device.